Manufacturer narrative:
The device was received and evaluated. A tear was observed on the exposed portion of the soft cannula and fluid was observed leaving the tear. Due to the tear, fluid was unable to pass through the entire fluid path. The timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 19.5 mmol/l (351 mg/dl). The pod was worn on the patient's hip/buttocks for between 24 and 36 hours. As treatment, a new pod was applied and a bolus of 2 units was delivered.